Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise oversensing on the atrial channel. The noise was erroneously recorded as atrial fibrillation episodes. It was noted that the atrial noise had occurred in the past. The patient was already programmed to vvi so no further changes were made. There were no patient consequences.